Event description:
It was reported that during a breast biopsy procedure, the knife on the device would not work, an error code was displayed. There was no patient consequence. Unknown how the case was completed.